Manufacturer narrative:
The drill attachment was returned to the MFR, and the complaint was confirmed. Based on the device evaluation, a broken bur was found within the drill attachment. The cause of the bur breakage is unk. The device could not be repaired and therefore was not returned to the user facility.

Event description:
It was reported that the bur broke off inside the attachment during a minimally invasive spine procedure. Part of the bur fell into the surgical site and was retrieved with forceps. They pulled another device to complete the procedure. There were no adverse consequences or medical intervention.